Manufacturer narrative:
This report is submitted on september 10, 2018.

Event description:
Per the clinic, the patient experienced facial nerve stimulation and intermittencies with device use, resulting in the decision to explant the device on (B)(6) 2018. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed on september 28, 2018. (B)(4).